Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 6.5 inr, 2.8 inr and 2.8 inr on the coaguchek xs system. No treatment required. No adverse event reported. Requested return of suspect strips and replacement was sent.